Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. The rotational speed indicator of a rotablator console was no longer displaying the speed of the burr. There was no patient involved.